Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that spy ds controller was used on (B)(6) 2024. It was reported that when catheter was connected to unit, the connection light came on but automatically powered off, when catheter was pushed hard into the unit, light came on again but as soon as the push was released light went off. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11 (investigation results): with all the available information, boston scientific concludes that the reported event was confirmed. Although the number of procedures/recycles of the unit are unknown, improper handling of the device or wear/tear on internal components over time likely contributed to the event. The returned spy ds controller was analyzed. Normal wear and tear was observed on top cover, main housing and front panel. The cable connector socket was discolored and contact pins were sticky. There appears to be unknown contamination from fluid ingress on the pins, causing intermittent video. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that spy ds controller was used on (B)(6) 2024. It was reported that when catheter was connected to unit, the connection light came on but automatically powered off, when catheter was pushed hard into the unit, light came on again but as soon as the push was released light went off. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.